Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter was leaking around the meatus. The catheter was replaced.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities: 3 cc balloon: use 5 cc sterile water, 5 cc balloon: use 10 cc sterile water, 15 cc balloon: use 20 cc sterile water, 20 cc balloon: use 25 cc sterile water, 30 cc balloon: use 35 cc sterile water, 40 cc balloon: use 45 cc sterile water, 75 cc balloon: use 50 cc sterile water, do not exceeded recommended capacities." (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was leaking around the meatus. The catheter was replaced.